Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the screw keep breaking off where the gas cylinder attaches to the bracket on the left hand side of the chair.